Manufacturer narrative:
The investigation for the reported access site bleed and the positioning issue has been completed. The returned pump was investigated and it was found that the catheter anchor assembly moves as expected when the blue button is compressed. Blood was observed in the sterile sleeve. No tears in the sterile sleeve were observed. The catheter anchor had been rotated relative to blue suture hub from the original position. Evidence of excessive force from attempting to move catheter anchor forcefully during repositioning was observed on the catheter. Bunching of the catheter under the cath anchor was observed. The cause of the access site bleeding was use related and related to placing the blue suture hub into the arteriotomy. The cause of the positioning issue was a cath anchor use issue. The instructions for use states that the following: ¿assess access site for bleeding and hematoma.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported 51yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that blood was found within the anti-contamination sleeve during impella support. It was noted that there was some oozing at the access site coinciding with this observation. Manual pressure was initially applied in an attempt to control the condition, however, sutures were eventually placed at the access site to slow the bleed. It was further documented that the physician had attempted to reposition the device, however, the lock failed to disengage when the blue button was pressed. There was no patient harm reported.